Event description:
Procedure type: according to the reporter: the customer reports that while using the device, the metallic part that was around the collecting bag broke. There was no consequences as the surgeon noticed it straight away and retrieved everything.

Manufacturer narrative:
(B)(4).